Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine device changeout procedure. During the procedure, it was noted that the right ventricular lead could not be inserted completely into the header of the replacement implantable cardioverter defibrillator. The physician removed a piece of plastic from inside the header port, which was like the plastic found on the hex wrench cover. The lead was full inserted after removing the plastic piece, and all measurements tested normal, the device was successfully implanted. The patient was stable throughout.